Event description:
It was reported the lead was attempted but not used due to positioning difficulty. This was reported during the implant procedure, no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned; distal conductor blood/body fluid (not obstructed).